Event description:
Per customer medwatch (B)(4) received: lacrimal suction probe number plate broke off in scrubs hand. Unk if any injury, not indicated on form. Add'l info received (5/22/2013) from customer stating the procedure was removal of a foreign body-right foot. Device was used for gentle probing. No harm to pt, event occurred in the scrub technicians hand. No harm to scrub tech. Device will not be returned for investigation.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.